Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 4.8 cm. Full breached insulation degradation exposing the outer coil was noted at 4.5cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.